Event description:
It was posted that the customer had issues with the insulin pump. It was stated that the device did not alarm when the tubing was kinked and did not receive any insulin. The customer mentioned that it happened on several occasions, which caused his glucose level to rise up in the mid 400s mg/dl. Attempted to contact the customer to troubleshoot, but the customer was not able to test and would call back in another time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.